Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (no failure detected) : based on the results of the device history record review, the available information given within this complaint, product evaluation, and work order search, nothing in the manufacturing, sterilization, and packaging processes of the lens is likely to have contributed to the complaint. (B)(4).

Manufacturer narrative:
Diopter: +23.00. Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluated by manufacturer? No - lens not returned. (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions code - (user error caused or contributed to event): based on the complaint history, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece +23.00 diopter lens in patient's eye. The lens tore during insertion into the patient's eye. The lens was removed and a backup lens, same model and diopter size was implanted. No injury to the patient. Loading error was cause of lens tear.

Manufacturer narrative:
Method: lens evaluation. Result: evaluation of the returned product found pieces of both haptic plates and piece of optic torn off and missing. Lens was returned in liquid. The injector was returned. Piece of lens is stuck in nanpoint injector. No visible damage to injector. (B)(4).

Manufacturer narrative:
Method: device history record review. Result: (operational problem): based on the results of the device history record review, the available information given within this complaint, product evaluation, and work order search, nothing in the manufacturing, sterilization, and packaging processes of the lens is likely to have contributed to the complaint. (B)(4).